Event description:
The facility reports a pump with a broken door, found during biomedical testing. Although attempts were made to obtain additional information from the reporting facility, details were not available regarding the set up of the infusion device.